Manufacturer narrative:
(B)(4). Date sent: 11/03/2017. D4: batch # p92d7g. Device analysis: the analysis results found that 2h12lp device was received with the universal seal cap separated from the universal seal base. In addition, the tyvek was returned along with the instrument. During visual examination, was noted to have insufficient welding resulting in the universal seal cap and the universal seal base being separated and the inner seal assembly out of position. The energy directors have evidence of not being properly welded during the manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that before a laparoscopic procedure for ovarian cystoma, it was found that the device had already been cracked when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.